Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. It was noted that the cuff was too large. The 4.5cm cuff was removed and replaced with a 4.0cm cuff. There were no patient complications reported.